Manufacturer narrative:
The device was returned for evaluation and the following were found: main body flooding (lens), main body scratches (lens), electrical contact corrosion, connector cracks and image capture pixel defect. Based on the results of the investigation, the most probable root cause was linked to device but were unable to trace more specifically. A device history record (DHR) review revealed no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flooding and scratches of the main body affecting the lens, electrical contact corrosion, cracks in the connector and poor image quality. There was no patient involvement.